Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury or reported.

Manufacturer narrative:
Results: evaluation of the returned product found that when batteries are in use, the unit goes directly into hold mode and cannot be taken out of hold. The unit powers on with 9v adaptor and passes functional tests. When the hold/suspend button is pressed it does not put the unit on hold. The button must be pressed down hard for the unit to got into hold. There is battery leakage on the battery contacts. (B)(4).